Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button required multiple hard presses to evoke a response. The patient reported that the up arrow keypad button would sometimes require multiple presses to elicit a response. The patient noted that the keypad had evidence of peeling, but was unable to confirm whether the peeling or the tactile issues had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to intact. The up and down arrow buttons were found to be intermittently responding to button presses; the contrast button was found to be unresponsive. The keypad was removed and found contamination under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.